Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the device was out of calibration and test cut did not meet specifications and the device was disassembled, cleaned, side plates replaced, and calibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device is not working. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. At product evaluation investigation the test cut did not meet specifications. No additional event information available.